Event description:
It was reported that on (B)(6) 2021, a patient underwent an open reduction and internal fixation metacarpal procedure. During the procedure the depth gauge would not fit through 1.1mm drill hole. A mini fragment set was pulled to complete the procedure with a different style depth gauge. The procedure was completed successfully with a surgical delay of five (5) minutes. This report is for one (1) unknown drill guide. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This report is for an unknown drill guide/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.